Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately 4 months post procedure the pt was reassessed for symptoms of vaginal drainage and vaginal erosion. The sling material was removed without incident on 1/27/98. The device was destroyed by the user facility. Therefore, no failute analysis will be available. Follow up indicated technique may have been a contributing factor to this event. Continual in-servicing to improve skills and technique in surgery. Co's direction for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."